Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been having problems with her blood glucose all night. Customer stated that her blood glucose continues to go up and she changed out her infusion set and reservoir 2 times already. Customer started having high blood glucose last night. Customer's blood glucose was about 400 mg/dl at the time of the incident. Customer's current blood glucose is 600 mg/dl. Customer reported having extreme thirst and feeling kind of fuzzy as symptoms related to her high blood glucose. Customer treated with a manual injection and stated that she has not contacted her health care professional regarding the unexplained high blood glucose. Troubleshooting was performed and customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to monitor the current set.